Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The root cause is related to manufacturing. The additional rubber in the peeled area may have bonded to the unit due to the possibility that old rubber got stuck on the molding cavity. As per procedure, after performing the molding process of the hydra insert, cleaning the mold is done to make sure all cavities are free of rubber residue. If residue is present, removal of the residue from the mold is performed using a scalpel. Possibly this additional rubber was not detected on the molds and operators continued with the manufacturing operations. There are visual inspections of all units in place, but were unable to detect the contamination of excess rubber, and deteriorated and whitened hydra insert. Rework or discard of the affected unit was not performed. The sub assembly and final assembly work orders and no deficiency was found in the documentation. All manufacturing inspections were documented. A device history record review was completed and documented that device met all specifications upon distribution. Corrections to the h6 codes investigation findings and investigation conclusions were made. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A product evaluation was completed. The reported event of the rubber of the insert was found to be deteriorated was confirmed. The rubber of the hydra insert was found deteriorated and whitened, and the surface was partially peeling off. It was not able to determine if the edges of peeling areas match up. No abnormality or damage was observed from the traction insert. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the rubber of the insert was found to be deteriorated prior to use. The customer also reported that a part of the insert was peeled off. No patient involvement was reported.